Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy, suct, sin was being used on (B)(6) 2023 and a part broke off and was not retrieved. "The probe was used for less than 2 minutes. Dr. Tried to retrieve the broken piece for 30 minutes but was unable to locate. Piece was not retrieved. Probe was saved. No other injury reported. Caused 30 minute delay and had to use x-ray." There was no report of medical/surgical intervention required for the patient/user. This report is being raised on the basis of injury due to fragment of device remaining in the patient.

Manufacturer narrative:
The device has not been returned to date; however, photographic evidence has been provided that appears to confirm the event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 43 reports, regarding 43 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: always maintain the active probe tip in the field of view. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 and a part broke off and was not retrieved. "The probe was used for less than 2 minutes. Dr. Tried to retrieve the broken piece for 30 minutes but was unable to locate. Piece was not retrieved. Probe was saved. No other injury reported. Caused 30 minute delay and had to use x-ray." There was no report of medical/surgical intervention required for the patient/user. This report is being raised on the basis of injury due to fragment of device remaining in the patient.